Event description:
Ous MDR - during the last follow-up, this lead did not capture at 7.5v@1.5ms and was found to be dislodged, confirmed by xray. On (B)(6) 2018 an attempt was made to reposition this lead; however a guidewire would not reach the leads tip. It appeared that it was filled with blood. The physician placed a new lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead, confirming the complaint description. Subsequent analysis revealed the presence of coagulated near the lead tip. These blood residuals were most likely introduced by means of stylets used during the revision procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The inspection of the lead tip showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.